Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display was completely black. The customer also reported that the reservoir compartment was broken. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.